Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The allegation which this report captures was made during a good faith effort (gfe) to obtain additional information for related file with reference number (B)(4), the latter of which captures a similar issue on the same device. Kindly reference that report for any information regarding the originally reported incident. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the device was noted to have performed properly according to its technical specifications. The image was displayed without noise or distortion. An overnight burn-in test of the screen in which the screen was left on high manual brightness resulted in no issues or errors displayed. The device was noted to have an updated power switch, software version 1.12, and minor cosmetic damage, but ultimately the device passed a full inspection. The customer's complaint was therefore not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that the image of their visera elite ii video system center device has intermittently become super bright during long cases. The user reportedly needed to re-balance the scope during the procedure in order to correct the problem. The customer believes the issue to be related to the light control function, but they note that there is no longer a light control cable on their device as it is a combination of a processor and light source. There were no reports of patient or user harm associated with this event.